Manufacturer narrative:
The insulin pump alarmed button error and had unresponsive act buttons due to moisture damage on the keypad traces. Unable to verify a21 alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He tried to clear the alarm by taking the battery out but received an unexpected restart alarm when he inserted the battery back in. The alarm did not clear because the keypad was unresponsive. Customer's blood glucose level was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.